Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to a possible fracture evidenced by oversensing or noise. The patient's implantable pulse generator (ipg) was inappropriately detecting atrial episodes due to the oversensing. No patient complications have been reported as a result of this event.